Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, via social media, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Date of issue is an approximation. The patient stated they were driving one day and felt like something was wrong. She checked the cgm and it was displaying 136 mg/dl. She felt bad and thought it was something else and parked her car. She checked her blood sugar and the meter was displaying 59 mg/dl. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.